Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited high shock impedance measurements. A surgical revision was performed and the lead was surgically abandoned. The cause of the high shock impedance measurements was unable to be confirmed; however, it was believed that there may have been calcification along the defibrillation patch. No additional adverse patient effects were reported.